Event description:
It was reported to philips that the unit shut down during operation. On restart, continuous alarm and black screen. It is unknown if there's patient involvement.

Manufacturer narrative:
(B)(6).

Manufacturer narrative:
H10: insufficient information is available to determine the resolution of the event. Multiple good faith efforts were made to retrieve device evaluation, repair, and operational status on 10/25/2022, 11/22/2022, 12/08/2022, 01/04/2023, 02/14/2023, 02/28/2023, 03/15/2023 and 03/29/2023, however, yielded no response from the customer. It is unknown if any parts or repairs have been conducted. The complaint will be processed for closure. If additional information is received at a later date, the complaint will be reopened, and a supplemental report will be submitted.

Manufacturer narrative:
H10. The device was in clinical use when the issue occurred. No patient or user harm reported. The key market (km) reported that the device appeared to have a 1101 error code (1101 check vent: ventilator restarted) in the data log. It was suggested that the cpu pcba with pressure hose required replacement. H11. Updated contact information and contact office entity.